Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Correction/additional information: additional information: the delivery system was returned to edwards lifesciences for evaluation. The device was visually inspected and per the pre-deco engineering evaluation, an ic bond tear was confirmed. Investigation is ongoing.

Manufacturer narrative:
Due to the returned condition of the device (balloon torn), no relevant functional testing could be performed. However, the complaint was confirmed based on visual inspection of the device.  During dimensional testing, the double wall thickness of the crimp balloon proximal to the observed separation was measured. Thicknesses deviating from the specification per drawing could have contributed to the reported event and/or be indicative of a manufacturing nonconformance.  The crimp balloon double wall thickness was found to be within specification. Imaging was provided to edwards for review.  A review of the imaging revealed some tortuosity in the access vessel.  No imagery of valve alignment was returned for review.  Imagery of the thv positioned at the annulus shows a slight curve in the descending aorta.  During the manufacturing process, the entire delivery system (including the crimp balloon inflation balloon, and nose tip) was visually inspected and tested several times.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections and tests performed during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review performed did not reveal any issues that could have contributed to this complaint event. A review of lot history revealed one (1) similar complaint.  No manufacturing nonconformances were identified in the returned device. Available information suggests that patient and/or procedural factors likely contributed to the complaint event. Complaint data for the previous 12 months was reviewed (august 2018 through july 2019) for the commander delivery system (all models and sizes). The complaint was confirmed, but no manufacturing non-conformances that would have contributed to the complaint were identified. A review of complaint data for july 2019 revealed that the complaint rate has not exceeded the control limit for the applicable complaint trend category. The instructions for use (IFU), the prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure.  Per the training manual: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock.  Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock.  Check delivery system before valve alignment. If kinked, do not use.  Note: manage guidewire position. Guidewire can move proximally during valve alignment.  Note: the warning marker indicates the balloon catheter is approaching a hard stop.  Do not pull past the warning marker.  Note: re-lock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap.  Fine adjustment indicator shows how much fine adjustment is left.  If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock.  Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing.  An overlap cannot be reversed and may prevent proper thv deployment.  Note: fine adjustment wheel functions only when the balloon lock is locked.   Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure.  Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment.  Additional considerations o compression may be observed in the distal portion of the flex catheter during valve alignment.  Diving may be observed between the thv and the flex catheter tip during valve alignment.  To correct.  Move to a different straight section of the aorta (for diving only). If using the balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible.  If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers.  Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.  Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy.  If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.  No IFU/ training deficiencies were identified. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device.   A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    Based on the investigation, the complaint was confirmed. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the event. A review of IFU/training materials revealed no deficiencies. As there was no mention of device damage during device preparation, it is likely the complaint event occurred during the procedure. Potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment (pra). Per complaint imagery, some tortuosity was present in access vessels with a slight bend in the descending aorta. Although valve alignment was said to be performed in a straight section of the aorta, any bends or angles could result in increased forces being applied to the bond area. The thv may unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip if bends/angles are present during valve alignment. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors (high alignment forces) contributed to the reported event. However, a definitive root cause could not be determined at this time. Per management discretion, the balloon torn issue and it associated risks have previously been assessed and documented in a product risk assessment.  No IFU/training material deficiencies were identified.  Regardless, edwards previously decided to include additional information that currently exists in the training manuals, into the IFU per a CAPA. The content consists of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the balloon did not inflate. Initially, the valve was crimped as per the instructions for use.  The insertion of the commander with crimped valve through the 16f esheath necessitated moderate-high push force.  Valve alignment was performed in a straight section of the aorta, without problems.  The valve was positioned in the annulus and after it was half way inflated, liquid was pushed out of the syringe.  It was then noticed that the balloon had not inflated.  Deployment was aborted and rapid pacing was stopped.  While aspirating with the atrion syringe, blood was seen flowing into the syringe.  The commander delivery system with crimped valve was able to be removed through the esheath and then both devices were removed as a unit.  A new system was prepared and then the valve was able to be successfully implanted.